Event description:
It was reported a patient underwent a cardiac ablation procedure with a pentaray nav eco and an irrigation issue occurred. 30 minutes after the start of the procedure, when attempting to irrigate the catheter with a syringe pump, it did not irrigate properly. The syringe pump displayed an alert indicating 'high resistance'. The pentaray nav eco was replaced with another new one. The procedure was completed without patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.# (B)(4).

Manufacturer narrative:
On 10-jul-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported a patient underwent a cardiac ablation procedure with a pentaray nav eco and an irrigation issue occurred. 30 minutes after the start of the procedure, when attempting to irrigate the catheter with a syringe pump, it did not irrigate properly. The syringe pump displayed an alert indicating 'high resistance'. The pentaray nav eco was replaced with another new one. The procedure was completed without patient consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found bent inside the tip. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The bent could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. F additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).